Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Performed ma limit calibration to resolve the high level fluoro issue. Replaced the external interface to address dicom issue. Unable to duplicate the cine run issues. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system was over the 20r limit in high level fluoro. It was also reported that the system would not send images to dicom and the cine runs do not auto playback at the end of the exposure. There was no report to pt injury.